Event description:
As reported from the (B)(4) study, a patient experienced periprocedural mi post index procedure based on the received adjudication minutes. At the time of index procedure, angiography revealed 80% stenosis in the 2nd diagonal and 2nd right posterolateral segment. The indication for the procedure was stable angina pectoris and positive functional test for ischemia. The first lesion treated was 2nd diagonal that was described as 12mm in length, class a, and de novo. The reference vessel was 2.25mm in diameter. As planned, the lesion was pre-dilated with a 2 x 15mm balloon at 8 atm and a 2.25 x 18mm cypher rx was implanted at 16 atm without post-dilation. The second lesion treated was 2nd rpl that was described as 15mm in length, class a, and de novo. The reference vessel was 2.25mm in diameter. As planned, the lesion was pre-dilated with a 3 x 15mm balloon at 8 atm and a 2.25 x 18mm cypher rx was implanted at 11 atm without post-dilation. It was reported that the ck-mb was 6.5 (3.8 unl) at 6-12 hours post index procedure; and the ck-mb was 25.2 and troponin I was 1.61 (0.03 unl) at 16-24 hours post index procedure. There was also an unscheduled set conducted to check cardiac enzymes in which ck-mb was 21.2. As per adjudication report, the ECG core lab and ECG tracing were not received from the site. According to the site, there was no adverse event occurred post index, but this elevation of enzymes was later diagnosed as a periprocedural pci based on the received cec adjudication minutes. There were no procedural or angiographic complication reported and the patient was discharged the day after the procedure.

Manufacturer narrative:
Complaint conclusion: as reported from the (B)(4) study, a patient experienced periprocedural mi post index procedure based on the received adjudication minutes. This is a (B)(6) male with medical history including angina, most recent pci (B)(6) 2010, family history of coronary artery disease, hyperlipidemia, hypertension, smoking greater than 30 days, and spinal cord surgery. At the time of index procedure, angiography revealed 80% stenosis in the 2nd diagonal and 2nd right posterolateral segment. The indication for the procedure was stable angina pectoris and positive functional test for ischemia. The first lesion treated was 2nd diagonal that was described as 12mm in length, class a, and de novo. The reference vessel was 2.25mm in diameter. As planned, the lesion was pre-dilated with a 2 x 15mm balloon at 8atm and a 2.25 x 18mm cypher rx was implanted at 16atm without post-dilation. The second lesion treated was 2nd rpl that was described as 15mm in length, class a, and de novo. The reference vessel was 2.25mm in diameter. As planned, the lesion was pre-dilated with a 3 x 15mm balloon at 8atm and a 2.25 x 18mm cypher rx was implanted at 11atm without post-dilation. It was reported that the ck-mb was 6.5 (3.8 unl) at 6-12 hours post index procedure; and the ck-mb was 25.2 and troponin I was 1.61 (0.03 unl) at 16-24 hours post index procedure. There was also an unscheduled set conducted to check cardiac enzymes in which ck-mb was 21.2. As per adjudication report, the ECG core lab and ECG tracing were not received from the site. According to the site, there was no adverse event occurred post index, but this elevation of enzymes was later diagnosed as a periprocedural pci based on the received cec adjudication minutes. There were no procedural or angiographic complication reported and the patient was discharged the day after the procedure on dual anti-platelet therapy. The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15087073 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00323 and 3003742446-2012-00324.

Manufacturer narrative:
Concomitant medications included amlodipine with benazepril, aspirin, bivalirudin, plavix, colace, diphenhydramine, lopressor, tylenol, and zocor. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00323 and 3003742446-2012-00324.